Event description:
The user facility reported a 64-year-old female was implanted with an impella cp device for mechanical circulatory support. While the patient was on impella cp support, the patient experienced oozing at the impella access site and the patient had low platelets. Heparin was withdrawn and the patient received platelets and packed red blood cells. Patient was monitored until impella cp device was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
Correction to report 1220648-2024-14119-01. Date received by manufacturer was inadvertently left off the report and should have been 6/11/2024.

Manufacturer narrative:
The investigation for the access site bleed and the thrombocytopenia has been completed. The product was not returned for evaluation. Due to limited clinical details and lack of product returned, the root cause of the access site bleeding - major cannot be determined. The root cause of the thrombocytopenia cannot be determined due to limited clinical details. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was not returned for evaluation. Data logs were analyzed and there was "placement signal low" alarms at the beginning of the case along with suction. There was no trend in placement signal and all of the 5s parameters were stable. There were no positioning alarms. The low placement signal alarms resolve after 1 hour. The root cause of the optical signal issue is most likely patient movement based on the data log analysis and clinical details. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem. B5 updated with additional information. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures from the initial manufacturer device report number 1220648-2024-14119. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-14119.

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal unreliable alarm.